Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 220 units of insulin, and remained static at 55 units. The customer's blood glucose level was 155 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump.